Event description:
Same case as MDR ID: 2134265-2015-02998. It was reported that the burr became stuck on th wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a rotablator rotational atherectomy system and wireclip¿ torquer selected to treat the target lesion. After ablation was performed a few times, the physician tried to remove the rotablator in dynaglide mode but the wire would not move and the rotablator could not be removed. The rotablator and the rotawire were removed together. The procedure was completed with another 1.5mm rotablator and rotawire. No patient complications were reported. Patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A guidewire was returned running through the device, but the spring tip was not returned. A visual examination of the complaint unit was carried out. The guidewire was removed from the rotablator plus unit with a little resistance. The burr was microscopically examined as per rotalink plus workmanship standards and no damage was noted with the annulus of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02998. It was reported that the burr became stuck on th wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a rotablator rotational atherectomy system and wireclip¿ torquer selected to treat the target lesion. After ablation was performed a few times, the physician tried to remove the rotablator in dynaglide mode but the wire would not move and the rotablator could not be removed. The rotablator and the rotawire were removed together. The procedure was completed with another 1.5mm rotablator and rotawire. No patient complications were reported. Patient's condition is good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).